Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a water balloon was thrown at the insulin pump and now the insulin pump is alarming with critical error on the screen. The battery cap is missing from the battery compartment. The insulin pump stopped working. It was advised that the insulin pump be returned. Nothing further reported.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with pump error alarms and high sleep current due to corroded battery tube and power connector. Unit was received with pump error alarm during self-test due to moisture damaged on electronic assembly. No unexpected critical pump error (open book image) alarm noted during testing. Unit was received with moisture damage motion sensor assembly, cracked reservoir tube retainer, scratched case and minor scratched lcd window.